Manufacturer narrative:
(B)(4). Upon further review of the event history, the occurrence date of this event was determined to be (B)(6) 2010. Evaluation summary: the condition of a colleague infusion pump with failure code 810:11 was confirmed. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A service history review revealed that the device has not been serviced by baxter prior to this event. A device history review was then performed finding one exception during manufacturing. However, necessary repairs were made and the device was re-tested and found to be performing as designed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with failure code 810:11. It is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. The facility did not have information regarding whether there have been any reports of patient injury or medical intervention in association with this event and this facility was not willing to be contacted for any further information. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.